Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The customer reported that he tried to reproduce the reported issue but during his testing a different error message was displayed. The service representative retrieved the pump serial readout and sent it to livanova (B)(4) for further investigation. The read out was evaluated but the reported failure could not be confirmed. Livanova (B)(4) was able to identify the second error message shown when the customer was trying to reproduce the failure, but its specific root cause could not be determined. Based on the readout analysis, livanova (B)(4) assumes that the pump was turned multiple times wrongly by hand, this causing the trigger of the second error message. The serial readout did not show any device malfunction. The pump has worked according to its design. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a s5 roller pump displayed an error message during procedure. There was no report of patient injury.